Event description:
It was reported that the patient with this right ventricular (rv) lead was exhibiting tricuspid valve regurgitation. This right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported. This product has not been returned.